Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during an attempted implant of a right ventricular (rv) lead, the impedances and thresholds were high. The lead was relocated several times in the rv apex but each time the measurements remained high. The patient was negative for myocardial infarcation so there were no known scars in the tissue. When the physician attempted to move the lead one final time, the helix would not retract. The physician elected to proceed with a different lead. No patient complications have been reported as a result of this event.